Event description:
During preparation of some sterile preparations, a pharmacy technician identified a strand of hair inside a sealed 18g x 1.5 inch bd precisionglide needle (lot# 6209599). We've informed pharmacy and nursing. Any other involved professions will be informed through our nursing leaders. The products will be sent to our materials management team since there are protocols at our facility for such issues. Bd has been contacted by the reporter via e-mail/online and my hope is that I will be able to contact our bd representative as well. Medication not administered to or used by the patient. Error occur off the hospital. Patient counseling provided: unknown. Severity: circumstances or events have capacity to cause error. (B)(6).